Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinders, pump and reservoir at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the middle of the cylinder. Both cylinders passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test. The pump passed the functional test. The flat reservoir was visually inspected, and leak tested. The flat reservoir had wear at a fold in reservoir shell and passed the leakage test. Based on this investigation the cause for the device event was not established; therefore, the conclusion codes of no problem detected has been chosen.

Event description:
It was reported that the pump bulb of this inflatable penile prosthesis stayed flat and the device did not work. Upon evaluation in-clinic, the physician indicated the cause of the issue appeared to be fluid loss. The ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the pump bulb of this inflatable penile prosthesis stayed flat and the device did not work. Upon evaluation in-clinic, the physician indicated the cause of the issue appeared to be fluid loss. A revision surgery was scheduled. No patient complications were reported.